Manufacturer narrative:
This report will be amended when our investigation is complete.

Manufacturer narrative:
A visual review of the returned tibial plate confirms that two of the four plugs are missing. A complaint history search found no other complaints for the related part/lot combination. This device is used for treatment. A closer review of the returned device finds that the edges of the remaining two plugs show evidence of being pried and the plugs have also been installed from the top of the plate instead of from the underside. The current process will not allow this type of installation as the stem must be straight up to allow plug installation. The press tool is the poke-yoked to controls the direction of insertion from the underside of the tibial plate. Based on finding the plugs incorrectly installed, this indicates at some time after the tibial plate left zimmer biomet control the plugs were removed and reinstalled. It is likely that the root cause is from handling error outside of zimmer biomet control.

Manufacturer narrative:
(B)(4). This report will be amended when our investigation is complete.

Event description:
It is reported that upon opening the tibial component, it was evident that two of the four plastic pegs covering the tibial augment holes were missing.